Event description:
Per the info provided to co by the physician's office, via co's international representative, the device was removed because "one line (was) found to be fractured just proximal to a connection." As reported to co, the entire device was removed and replaced.